Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2023. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report. This report is submitted on august 11, 2023.

Manufacturer narrative:
This report is submitted on october 26, 2023.

Manufacturer narrative:
This report is submitted on july 14, 2023.

Event description:
Per the clinic, the patient experienced wound dehiscence at the implant site, exposing the receiver/stimulator. The patient was treated with oral antibiotics (date and duration not reported). The patient was also hospitalized on may 2023 (date not reported) in order to be treated with IV antibiotics for one week (date not reported).